Event description:
It was reported the intraocular lens was removed and replaced without complication at 8 months postoperative due to the patient's persistent reports of dysphotopsia.

Manufacturer narrative:
The returned intraocular lens met all manufacturing specifications, no failure detected. Root cause of this event is undeterminable.